Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had pixels missing/stuck and a bright circular ring around the border of the screen. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.